Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that their equipment presents intermittent fail on image, this failure was reported because it was presented during a procedure. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: follow up #1; if follow-up, what type?; device evaluated by manufacture; coding changed based on the investigation result. Additional information: device manufacture date. Evaluation summary: from the events reported in this case, it was inferred that the endoscopic images were interrupted due to water entering the interior of the device and causing the image sensor to malfunction. (The route of water ingress was not identified.)